Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a sore under one of the pads and the garment from rubbing, with no indication of open or broken skin. There was no alleged device malfunction contributing to the sore. The patient¿s hospital staff were treating the sore. Follow up indicated that the sore improved.